Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: a faulty charged coupled device causing the image issue, corrosion on the connector, and a failed leak due to the gap on the connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had only half of the picture. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to charged coupled device failure. The assumption is that the device experienced internal immersion because of a leak caused by a gap in the connector, ultimately resulting in the device being broken. The event can be [detected/prevented] by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.